Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device charged energy but did not deliver a shock. The medics changed the battery and used ac power inverter and were unable to discharge. The complainant indicated that ultimately the device did allow a shock to be delivered. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.